Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by hazy pd effluent and eosinophilia (high eosinophil cell count) coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. On an unreported date, extraneal therapy was discontinued for two days. The outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was not reported if the peritonitis event prolonged the hospitalization. The patient was discharged from the hospital twenty-six days after being admitted. The patient recovered from the peritonitis event. Extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.